Event description:
Customer reported that a complete plate was validated by the software with an invalid positive control.

Manufacturer narrative:
This issue was caused by a software bug, identified by the software manufacturer. The software bug was corrected by the upgraded 2008-04 (rev 3) configuration set. The customer installed the upgraded configuration set, and the instrument operated as expected. .